Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of explant related damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) 2 days post implant. A revision procedure was performed. Attempts were made to reposition the lead, however, capture could not be obtained. This lead was explanted and another lead of the same model number was attempted. Capture was unable to be obtained after multiple positioning attempts, so the second lead was also removed. A third lead of a different model number was implanted and appropriate capture was obtained. The procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) 2 days post implant. A revision procedure was performed. Attempts were made to reposition the lead, however, capture could not be obtained. This lead was explanted and another lead of the same model number was attempted. Capture was unable to be obtained after multiple positioning attempts, so the second lead was also removed. A third lead of a different model number was implanted and appropriate capture was obtained. The procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.